Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on 10-may-2024, it was reported by the patient that infusion set tubing detachment within 3 hours of use. Infusion set was detached from quick release site. No further information was available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom